Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was deemed inoperable due to being unable to hold a charge and being unable to communicate with their programmer. As a result, the patient's ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
User facility report: (B)(4) was received on 19 june 2018. No new additional information was reported.